Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), suicide attempt ("psychological or psychiatric problems condition: suicide attempt") and drug dependence ("other injury(ies) or complication (s) please describe: drug addiction to pain medication, lost my two youngest children") in a 33-year-old female patient who had essure (batch no. 12367144, 627307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "that the coils had twisted up" in (B)(6) 2009. The patient's past medical history included anxiety, back pain, cerebellar artery occlusion, depression, gallbladder disorder and lumbo-sacral spondylosis. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included myelopathy, cramp in lower abdomen, swelling nos, edema, stress, carpal tunnel syndrome, pelvic adhesions and body mass index normal. Concomitant products included analgesics. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced suicide attempt (seriousness criterion medically significant), drug dependence (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), infection ("infections"), alopecia ("hair loss"), hormone level abnormal ("hormone levels dropping") and abdominal pain ("abdominal pain, pain"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, suicide attempt, drug dependence, menstrual disorder, infection, alopecia, hormone level abnormal, vaginal haemorrhage, menorrhagia, abdominal pain, female sexual dysfunction, depression, fatigue and weight decreased outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, depression, drug dependence, dysmenorrhoea, fatigue, female sexual dysfunction, hormone level abnormal, infection, menorrhagia, menstrual disorder, pelvic pain, suicide attempt, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: there were no complications noted during or immediately after the procedure. Essure inserted successfully. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: device successfully occluded. Ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion. Gynecological ultrasound- impression was that the essure implant seen on the right but was not clearly visualized in the left. Another hsg test was performed and it confirmed that the essure device was in place. (B)(6) 2009: ultrasound report: impression: essure implant easily seen on right not clearly visualized on left. Normal pelvic us, follicular cyst on left ovary. Essure implant (B)(6) 2009:surgical pathology report: final diagnosis peritoneal cyst, biopsy: benign peritoneal cyst lined by cuboidal mesothelium uterus, bilateral fallopian tube, and left ovary, hysterectomy and salpingo-oophorectomy: uterus - squamous metaplasia of cervix benign endometrium left ovary with benign follicular cysts normal right and left fallopian tubes. (B)(6) 2009: impression: no evidence of contrast extending into the fallopian tubes past the essure device closures. Contrast contained within the endometrial cavity. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received: reporter information updated, concomitant medication, new events female sexual dysfunction, depression, suicide attempt, dysmenorrhea, fatigue, weight decreased and drug dependence added. Outcome for the event dysmenorrhoea added as recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure (batch no. 12367144, 627307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "that the coils had twisted up" in (B)(6) 2009. The patient's past medical history included anxiety, back pain, cerebellar artery occlusion, depression, gallbladder disorder and lumbo-sacral spondylosis. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included myelopathy, cramp in lower abdomen, swelling nos, edema, stress, carpal tunnel syndrome and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), infection ("infections"), alopecia ("hair loss"), hormone level abnormal ("hormone levels dropping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent removal of the essure device by having total laparoscopic hysterectomy; bilateral salpinge). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, menstrual disorder, infection, alopecia, hormone level abnormal, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, hormone level abnormal, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were no complications noted during or immediately after the procedure. Essure inserted successfully. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: device successfully occluded ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion gynecological ultrasound- impression was that the essure implant seen on the right but was not clearly visualized in the left. Another hsg test was performed and it confirmed that the essure device was in place. (B)(6) 2009: ultrasound report: impression: essure implant easily seen on right not clearly visualized on left.normal pelvic us, follicular cyst on left ovary. Essure implant (B)(6) 2009:surgical pathology report: final diagnosis a. Peritoneal cyst, biopsy: benign peritoneal cyst lined by cuboidal mesothelium b. Uterus, bilateral fallopian tube, and left ovary, hysterectomy and salpingo-oophorectomy: uterus - squamous metaplasia of cervix benign endometrium left ovary with benign follicular cysts normal right and left fallopian tubes on (B)(6) 2009: impression: no evidence of contrast extending into the fallopian tubes past the essure device closures. Contrast contained within the endometrial cavity most recent follow-up information incorporated above includes: on 3-apr-2018: plantiff fact sheet & medical record received. Events vaginal bleeding, menorrhagia, abdominal pain & device physical property issue are added. Lot number added. Lab data updated. Concomitant & historical conditions & drugs are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), suicide attempt ("psychological or psychiatric problems condition: suicide attempt") and drug dependence ("other injury(ies) or complication (s) please describe: drug addiction to pain medication, lost my two youngest children") in a 33-year-old female patient who had essure (batch no. 627307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "that the coils had twisted up" in may 2009. The patient's past medical history included anxiety, back pain, cerebellar artery occlusion, depression, gallbladder disorder and lumbo-sacral spondylosis. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included myelopathy, cramp in lower abdomen, swelling nos, edema, stress, carpal tunnel syndrome, pelvic adhesions and body mass index normal. Concomitant products included analgesics. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced suicide attempt (seriousness criterion medically significant), drug dependence (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), infection ("infections"), alopecia ("hair loss"), hormone level abnormal ("hormone levels dropping") and abdominal pain ("abdominal pain, pain"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, suicide attempt, drug dependence, menstrual disorder, infection, alopecia, hormone level abnormal, vaginal haemorrhage, menorrhagia, abdominal pain, female sexual dysfunction, depression, fatigue and weight decreased outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, depression, drug dependence, dysmenorrhoea, fatigue, female sexual dysfunction, hormone level abnormal, infection, menorrhagia, menstrual disorder, pelvic pain, suicide attempt, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: there were no complications noted during or immediately after the procedure. Essure inserted successfully. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on 5-may-2009: device successfully occluded ultrasound scan vagina - on 5-may-2009: total bilateral occlusion gynecological ultrasound- impression was that the essure implant seen on the right but was not clearly visualized in the left. Another hsg test was performed and it confirmed that the essure device was in place. (B)(6) 2009: ultrasound report: impression: essure implant easily seen on right not clearly visualized on left.normal pelvic us, follicular cyst on left ovary. Essure implant 21-may-2009:surgical pathology report: final diagnosis a. Peritoneal cyst, biopsy: benign peritoneal cyst lined by cuboidal mesothelium b. Uterus, bilateral fallopian tube, and left ovary, hysterectomy and salpingo-oophorectomy: uterus - squamous metaplasia of cervix benign endometrium left ovary with benign follicular cysts normal right and left fallopian tubes. 11-may-2009: impression: no evidence of contrast extending into the fallopian tubes past the essure device closures. Contrast contained within the endometrial cavity . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 33-year-old female patient who had essure (batch no. 627307,12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "that the coils had twisted up" in (B)(6) 2009 and device use issue "pqs: wrong technique in device usage process/ she said she had a hard time placing the springs". The patient's medical history included anxiety, back pain, cerebellar artery occlusion, depression, gallbladder disorder and lumbo-sacral spondylosis. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included myelopathy, cramp in lower abdomen, swelling nos, edema, stress, carpal tunnel syndrome, pelvic adhesions and body mass index normal. Concomitant products included analgesics. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced suicide attempt ("psychological or psychiatric problems condition: suicide attempt"), drug dependence ("other injury(ies) or complication (s) please describe: drug addiction to pain medication, lost my two youngest children"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), infection ("infections"), alopecia ("hair loss"), abdominal pain ("abdominal pain, pain") and genital haemorrhage ("gen.abnormal bleeding") and was found to have hormone level abnormal ("hormone levels dropping"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, suicide attempt, drug dependence, menstrual disorder, infection, alopecia, hormone level abnormal, vaginal haemorrhage, menorrhagia, abdominal pain, female sexual dysfunction, depression, fatigue, weight decreased and genital haemorrhage outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, depression, drug dependence, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, infection, menorrhagia, menstrual disorder, pelvic pain, suicide attempt, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: there were no complications noted during or immediately after the procedure. Essure inserted successfully. Patient received treatment for pelvic pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: device successfully occluded. Ultrasound scan vagina - on (B)(6) 2009: results: total bilateral occlusion. Gynecological ultrasound- impression was that the essure implant seen on the right but was not clearly visualized in the left. Another hsg test was performed and it confirmed that the essure device was in place. (B)(6) 2009: ultrasound report: impression: essure implant easily seen on right not clearly visualized on left.normal pelvic us, follicular cyst on left ovary. Essure implant (B)(6) 2009: surgical pathology report: final diagnosis a. Peritoneal cyst, biopsy: benign peritoneal cyst lined by cuboidal mesothelium b. Uterus, bilateral fallopian tube, and left ovary, hysterectomy and salpingo-oophorectomy: uterus - squamous metaplasia of cervix benign endometrium left ovary with benign follicular cysts normal right and left fallopian tubes. (B)(6) 2009: impression: no evidence of contrast extending into the fallopian tubes past the essure device closures. Contrast contained within the endometrial cavity. Lot number:12367144 man date: 2008/09 exp date:2010/05. Lot number: 627307 man date: 2008/05 exp date: 2010/05. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 33-year-old female patient who had essure (batch no. 627307,1236714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "that the coils had twisted up" in (B)(6) 2009 and device use issue "pqs: wrong technique in device usage process/ she said she had a hard time placing the springs". The patient's medical history included anxiety, back pain, cerebellar artery occlusion, depression, gallbladder disorder and lumbo-sacral spondylosis. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included myelopathy, cramp in lower abdomen, swelling nos, edema, stress, carpal tunnel syndrome, pelvic adhesions and body mass index normal. Concomitant products included analgesics. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced suicide attempt ("psychological or psychiatric problems condition: suicide attempt"), drug dependence ("other injury(ies) or complication (s) please describe: drug addiction to pain medication, lost my two youngest children"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), infection ("infections"), alopecia ("hair loss"), abdominal pain ("abdominal pain, pain") and genital haemorrhage ("gen.abnormal bleeding") and was found to have hormone level abnormal ("hormone levels dropping"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, suicide attempt, drug dependence, menstrual disorder, infection, alopecia, hormone level abnormal, vaginal haemorrhage, menorrhagia, abdominal pain, female sexual dysfunction, depression, fatigue, weight decreased and genital haemorrhage outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, depression, drug dependence, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, infection, menorrhagia, menstrual disorder, pelvic pain, suicide attempt, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: there were no complications noted during or immediately after the procedure. Essure inserted successfully. Patient received treatment for pelvic pain and bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: device successfully occluded. Ultrasound scan vagina - on (B)(6) 2009: results: total bilateral occlusion. Gynecological ultrasound- impression was that the essure implant seen on the right but was not clearly visualized in the left. Another hsg test was performed and it confirmed that the essure device was in place. (B)(6) 2009: ultrasound report: impression: essure implant easily seen on right not clearly visualized on left.normal pelvic us, follicular cyst on left ovary. Essure implant (B)(6) 2009:surgical pathology report: final diagnosis a. Peritoneal cyst, biopsy: benign peritoneal cyst lined by cuboidal mesothelium b. Uterus, bilateral fallopian tube, and left ovary, hysterectomy and salpingo-oophorectomy: uterus - squamous metaplasia of cervix benign endometrium left ovary with benign follicular cysts normal right and left fallopian tubes (B)(6) 2009: impression: no evidence of contrast extending into the fallopian tubes past the essure device closures. Contrast contained within the endometrial cavity lot number:12367144, man date: 2008/09, exp date:2010/05. Lot number: 627307, man date: 2008/05, exp date: 2010/05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event "gen.abnormal bleeding", reporter added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), suicide attempt ("psychological or psychiatric problems condition: suicide attempt") and drug dependence ("other injury(ies) or complication (s) please describe: drug addiction to pain medication, lost my two youngest children") in a 33-year-old female patient who had essure (batch no. 627307,1236714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "that the coils had twisted up" in (B)(6) 2009 and device use issue "pqs: wrong technique in device usage process". The patient's past medical history included anxiety, back pain, cerebellar artery occlusion, depression, gallbladder disorder and lumbo-sacral spondylosis. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included myelopathy, cramp in lower abdomen, swelling nos, edema, stress, carpal tunnel syndrome, pelvic adhesions and body mass index normal. Concomitant products included analgesics. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced suicide attempt (seriousness criterion medically significant), drug dependence (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), infection ("infections"), alopecia ("hair loss"), hormone level abnormal ("hormone levels dropping") and abdominal pain ("abdominal pain, pain"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, suicide attempt, drug dependence, menstrual disorder, infection, alopecia, hormone level abnormal, vaginal haemorrhage, menorrhagia, abdominal pain, female sexual dysfunction, depression, fatigue and weight decreased outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, depression, drug dependence, dysmenorrhoea, fatigue, female sexual dysfunction, hormone level abnormal, infection, menorrhagia, menstrual disorder, pelvic pain, suicide attempt, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: there were no complications noted during or immediately after the procedure. Essure inserted successfully. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: device successfully occluded. Ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion. Gynecological ultrasound- impression was that the essure implant seen on the right but was not clearly visualized in the left. Another hsg test was performed and it confirmed that the essure device was in place. (B)(6) 2009: ultrasound report: impression: essure implant easily seen on right not clearly visualized on left. Normal pelvic us, follicular cyst on left ovary. Essure implant (B)(6) 2009:surgical pathology report: final diagnosis: peritoneal cyst, biopsy: benign peritoneal cyst lined by cuboidal mesothelium. Uterus, bilateral fallopian tube, and left ovary, hysterectomy and salpingo-oophorectomy: uterus - squamous metaplasia of cervix benign endometrium, left ovary with benign follicular cysts, normal right and left fallopian tubes. (B)(6) 2009: impression: no evidence of contrast extending into the fallopian tubes past the essure device closures. Contrast contained within the endometrial cavity. Lot number:12367144, man date: 2008/09, exp date: 2010/05. Lot number: 627307, man date: 2008/05, exp date: 2010/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: quality safety evaluation of ptc (product technical complaint) . Event device use issue was added by pqs . Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), suicide attempt ("psychological or psychiatric problems condition: suicide attempt") and drug dependence ("other injury(ies) or complication (s) please describe: drug addiction to pain medication, lost my two youngest children") in a 33-year-old female patient who had essure (batch no. 627307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "that the coils had twisted up" in (B)(6) 2009. The patient's past medical history included anxiety, back pain, cerebellar artery occlusion, depression, gallbladder disorder and lumbo-sacral spondylosis. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included myelopathy, cramp in lower abdomen, swelling nos, edema, stress, carpal tunnel syndrome, pelvic adhesions and body mass index normal. Concomitant products included analgesics. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced suicide attempt (seriousness criterion medically significant), drug dependence (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), infection ("infections"), alopecia ("hair loss"), hormone level abnormal ("hormone levels dropping") and abdominal pain ("abdominal pain, pain"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, suicide attempt, drug dependence, menstrual disorder, infection, alopecia, hormone level abnormal, vaginal haemorrhage, menorrhagia, abdominal pain, female sexual dysfunction, depression, fatigue and weight decreased outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, depression, drug dependence, dysmenorrhoea, fatigue, female sexual dysfunction, hormone level abnormal, infection, menorrhagia, menstrual disorder, pelvic pain, suicide attempt, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: there were no complications noted during or immediately after the procedure. Essure inserted successfully. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on(B)(6) 2009: device successfully occluded. Ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion . Gynecological ultrasound- impression was that the essure implant seen on the right but was not clearly visualized in the left. Another hsg test was performed and it confirmed that the essure device was in place. (B)(6) 2009: ultrasound report: impression: essure implant easily seen on right not clearly visualized on left. Normal pelvic us, follicular cyst on left ovary. Essure implant (B)(6) 2009:surgical pathology report: final diagnosis a. Peritoneal cyst, biopsy: benign peritoneal cyst lined by cuboidal mesothelium b. Uterus, bilateral fallopian tube, and left ovary, hysterectomy and salpingo-oophorectomy: uterus - squamous metaplasia of cervix benign endometrium. Left ovary with benign follicular cysts. Normal right and left fallopian tubes. (B)(6) 2009: impression: no evidence of contrast extending into the fallopian tubes past the essure device closures. Contrast contained within the endometrial cavity. Lot number:12367144, man date: 2008/09, exp date:2010/05 . Lot number: 627307, man date: 2008/05, exp date: 2010/05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 33-year-old female patient who had essure (batch no. 627307,1236714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "that the coils had twisted up" in (B)(6) 2009 and device use issue "pqs: wrong technique in device usage process/ she said she had a hard time placing the springs". The patient's medical history included anxiety, back pain, cerebellar artery occlusion, depression, gallbladder disorder and lumbo-sacral spondylosis. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included myelopathy, cramp in lower abdomen, swelling nos, edema, stress, carpal tunnel syndrome, pelvic adhesions and body mass index normal. Concomitant products included analgesics. On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced suicide attempt ("psychological or psychiatric problems condition: suicide attempt"), drug dependence ("other injury(ies) or complication (s) please describe: drug addiction to pain medication, lost my two youngest children"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), infection ("infections"), alopecia ("hair loss"), abdominal pain ("abdominal pain, pain") and genital haemorrhage ("gen.abnormal bleeding") and was found to have hormone level abnormal ("hormone levels dropping"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6)2009. At the time of the report, the pelvic pain, suicide attempt, drug dependence, menstrual disorder, infection, alopecia, hormone level abnormal, vaginal haemorrhage, menorrhagia, abdominal pain, female sexual dysfunction, depression, fatigue, weight decreased and genital haemorrhage outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, depression, drug dependence, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, infection, menorrhagia, menstrual disorder, pelvic pain, suicide attempt, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: there were no complications noted during or immediately after the procedure. Essure inserted successfully. Patient received treatment for pelvic pain and bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6)2009: results: device successfully occluded. Ultrasound scan vagina - on (B)(6)2009: results: total bilateral occlusion. Gynecological ultrasound- impression was that the essure implant seen on the right but was not clearly visualized in the left. Another hsg test was performed and it confirmed that the essure device was in place. (B)(6)2009: ultrasound report: impression: essure implant easily seen on right not clearly visualized on left.normal pelvic us, follicular cyst on left ovary. Essure implant (B)(6)2009:surgical pathology report: final diagnosis a. Peritoneal cyst, biopsy: benign peritoneal cyst lined by cuboidal mesothelium. B. Uterus, bilateral fallopian tube, and left ovary, hysterectomy and salpingo-oophorectomy: uterus - squamous metaplasia of cervix benign endometrium. Left ovary with benign follicular cysts. Normal right and left fallopian tubes. (B)(6)2009: impression: no evidence of contrast extending into the fallopian tubes past the essure device closures. Contrast contained within the endometrial cavity. Lot number:12367144 man date: 2008/09 exp date:2010/05. Lot number: 627307 man date: 2008/05 exp date: 2010/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: extension of expected date of next report. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), infection ("infections"), alopecia ("hair loss") and hormone level abnormal ("hormone levels dropping"). The patient was treated with surgery (underwent removal of the essure device by having total laparoscopic hysterectomy; bilateral salpinge). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, infection, alopecia and hormone level abnormal outcome was unknown. The reporter considered alopecia, hormone level abnormal, infection, menstrual disorder and pelvic pain to be related to essure. Gynecological ultrasound- impression was that the essure implant seen on the right but was not clearly visualized in the left. Another hsg test was performed and it confirmed that the essure device was in place. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.